Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was unable to be inserted into the trocar. Additional information has been requested.

Manufacturer narrative:
The customer reported the probe could not fit into trocar cannula. There was no reported patient impact. The probe was returned for evaluation and was received. A visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe was inserted through the 25ga trocar cannula where it was stuck replicating the reported event. The probe was manufactured on april 6, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).